Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient can't see well. A postoperative refractive surprise was noted and the iol was exchanged for the same model iol with a 1.5 diopter difference in power. Additional information was provided that there was no patient harm.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The product was not returned. All product and batch history records are quality reviewed prior to product release. The file indicated the use of a qualified cartridge and handpiece with the lens. The viscoelastic was non-qualified for this lens/cartridge and handpiece combination. The root cause cannot be confirmed. It is unknown if the lens was damaged. A non-qualified viscoelastic was used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).